Event description:
The lead was capped.

Manufacturer narrative:
The field experience of a hardware reset was confirmed in the laboratory. The device was in hwvvi backup mode. No anomalies were observed during a visual inspection and the device displayed normal values. The device performed normally during automated testing. Analysis revealed that the battery voltage had dropped significantly in a four day time period, leading to a power on reset (por). The battery was returned to the vendor for further analysis; an internal anomaly was found within the battery. This anomaly caused the battery depletion.